Manufacturer narrative:
The service evaluation confirmed the customer¿s reported a-rubber pinhole found from a failed water leak test. Additionally, the light guide lens adhesive at the distal end is peeling off, there is a gap at the tip adhesive. The bending section cover adhesive is peeling. The bending angulation is insufficient due to a stretched angle wire. There are wrinkles on the insertion tube. Moisture was found on the electrical connector. There are scratches on the distal tip cover and insertion tube. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. A review of the device repair history shows the device was last repaired in september 2021. The elevator wire assembly and the bending section cover were replaced. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the physical evaluation, the root cause cannot be conclusively determined. However, physical stress from handling or deterioration from chemical stress (from cleaning disinfection and or sterilization) may have potentially attributed to the reported defect. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer evis lucera duodenovideoscope was returned to olympus service/repair for a reported ¿a-rubber pinhole¿. The customer problem was found during an unspecified event. However, upon inspecting and testing, the adhesive part of the light guide lens at the distal end is peeled off. No death, injury or harm has been reported to olympus. This report is being submitted to capture the adhesive part of the light guide lens is peeled off found during the service inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress due to dropping or bumping, or deterioration due to chemical stress. Olympus will continue to monitor field performance for this device.